Manufacturer narrative:
Product analysis: analysis was able to confirm that the epg had a pixilated screen with dark patches. It was noted that the liquid crystal display (lcd) was bleeding. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a pixilated screen that included dark patches. There was no patient involvement.